Event description:
The customer stated she was hospitalized due to hyperglycemia. The reported blood glucose reading was "high." The customer stated she had high blood glucose the day prior to the event, but she did not change out her infusion set. The customer stated she had the flu and this may have caused her high blood glucose levels. The customer stated she did not think there was a problem with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.